Manufacturer narrative:
(B)(4). Pacoret, victor. Survival rate of cemented versus cementless tibial component in primary total knee arthroplasty over 5 years of follow-up: comparative study of 109 prostheses. Sicot-j. 2020 sep 8; 6(36): 1-6. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the part & lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article a patient within the cemented group had peri-prosthetic femoral fracture on an unknown date. No further information is available.